Manufacturer narrative:
The device was reported to have been scrapped and no photos were received; therefore, the condition of the device is unk. If the first insertion attempt caused dovetail damage, as may happen if the device was not inserted properly, this damage may cause successive attempts to be unsuccessful as well. A definitive root cause cannot be determined with the info provided. Eval codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It was reported that the articular surface would not lock into the baseplate after several attempts. A new implant was opened to complete the procedure, which locked in without issue.